Event description:
Catheter was being used in a 3-d mapping case, but it was not transmitting information to the mapping system. The device was removed from the patient and replaced with another device (same type, same manufacturer) and the procedure was completed without further incident. The patient was not harmed despite the delay in completing the procedure.